Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparoscopic assisted vaginal hysterectomy, anterior/posterior colporrhaphy, suprapubic catheter insertion, herniorrhaphy due to irregular uterine bleeding, pelvic pain, sui, cystocele, rectocele and incisional hernia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent repair of incisional recurrent hernia with mesh (marlex mesh measuring 6 x 11 cm) on (B)(6) 2008 due to recurrent hernia in lower abdominal scar from prior abdominoplasty status post prior repair of hernia in the same location. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent incisional hernia repair with mesh with a ventralex patch and excision of some redundant skin. It was reported that patient underwent repair of incisional hernia with mesh on (B)(6) 2007 due to incisional hernia. No additional information was provided.